Event description:
Additional information was provided that a revision procedure was performed, during which a tug test was performed and the lead was secure. The lead was removed and placed back into the header. Subsequently, all noise was gone. It was suspected to be some sort of a connection issue. Defibrillation threshold (dft) testing was successfully performed and the pocket was closed. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD)exhibited increased right ventricular (rv) impedances of greater than 2000 ohms. It was noted that there were also multiple non sustained ventricular tachycardia (nsvt) episodes recorded that were due to noise. The noise was reproducible with isometrics. It was noted that the device/lead connection would be checked. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.